Manufacturer narrative:
Concomitant medical products: catheter: model 8596sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product ID: 8596sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter product ID: 8 709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information received reported that the device system was used to infuse lioresal. It was noted that the event was due to infection at pump pocket and csf (cerebrospinal fluid) leak. It was noted that initially there was ¿catheter area reinforcement¿ repair by neurosurgeon and then ¿later on 7-10 days developed pump pocket infection leading to removal of pump/catheter.¿ the patient required hospitalization as a result of the event.

Event description:
It was reported, the patient had a catheter revision as they were ¿questioning the flow of it¿. Additional information has been requested, but had not been received as of the date of this report.